Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted with reason unknown. Additional information indicated that the patient had infection and lead corrosion. No additional adverse patient effects were reported. This rv lead will not be returned.